Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that an untreated episode was stored and upon review it was the result of intermittent t-wave oversensing with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was provided that the pt also has another company's pacemaker implanted. Boston scientific technical services (ts) reviewed the episode and the oversensing starts when the qrs size decreases and the t-wave size increases; the pt's rate was approximately 120 bpm at this time. At the time when the episode ends, the qrs amplitude increases and the t-wave amplitude decreases. The physician had done the evaluation and no changes were made. Additional info was reported that this pt was seen a week later due to receiving an inappropriate shock for t-wave oversensing at a rate of 120 bpm. The other company's pacemaker was reprogrammed (the av-delay was extended) so no pacing or fusion beats would occur. No changes were made to the s-ICD programming. Another inappropriate shock was delivered approximately one month later for t-wave oversensing (a different morphology from fused-intrinsic rate of 150 bpm) engineering review was completed and a single zone at 250 bpm along with taking a template of the intrinsic rate morphology were suggested. These changes were made. No adverse pt effects were reported. Remains in service.